Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, a cardiovascular event on or about (B)(6) 2012, and subsequently expired on (B)(6) 2012 after use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products.